Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system, was explanted due to infection. Additionally, it was reported that the associated electrode tip had eroded and was completely exposed. Antibiotics were administered; no return of product is expected and no replacement information provided.